Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a methicillin-susceptible staphylococcus aureus (mssa) driveline and pump pocket infections on (B)(6) 2020. Due to the patient's congenital heart disease, surgical intervention was not possible; the patient's exit site was cleaned and they were given long-term antimicrobial drug treatment. The patient was eventually discharged on (B)(6) 2022 but was readmitted on (B)(6) 2022 for their mssa driveline and pump pocket infection. The patient's driveline exit site was cleaned again. The patient remained hospitalized as of (B)(6) 2022 and would continue their antimicrobial drug treatment.